Manufacturer narrative:
The device was received fully deployed. During investigation, no damages or defects were observed that would contribute to the reported unsure proper insertion of the cannula. The exact cause of the reported unsure proper insertion of the cannula could not be determined. During investigation, a leak test was performed and fluid was observed to leak from a tear in the unexposed portion of the soft cannula. Despite this tear in the unexposed portion of the soft cannula, no indication of fluid ingress was observed inside the device. The exposed portion of the fluid path could not be adequately tested due to the observed internal leak. It could not be determined if the observed soft cannula damage contributed to the reported leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (hip/buttocks). The patient states 'the cannula doesn't seem to be going down as deep as usual. Additionally, the pod was leaking insulin.